Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2021-03311 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event (the product problem was checked in previous MDR). Section b2 was corrected to other serious or important medical events. (Previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6- health effect - impact code was updated.

Manufacturer narrative:
The manufacturer previously received information from a voluntary medwatch (mw5102130) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sinus and lung issues, possible kidney and bladder issues, sinus headache, sinus infection, bronchitis, kidney infections, and experiencing blood in urine. The patient was prescribed antibiotics in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the manufacturer observed that something was spilled on the exterior of the device on the ui (user interface) panel and ui knob. Potential no clean flux on the sd (secure digital) card slot on the pca (printed circuit assembly). A dust like contaminate along with hairlike fibers on the blower motor and blower box. A dust like contaminate on the ui panel, ui knob, top enclosure, keypad, rear panel, and the bottom enclosure. The accessory module and sd cover flip doors, sd card, philips pollen filter, and the 2 bottom enclosure screws. A keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device and unable to address the patient's symptoms. The manufacturer was missed to code allegation in previous, and it has been updated in this report. Sections d9, h2, h3 and h6 has been updated in this report.

Manufacturer narrative:
Additional information was received on 14th may 2026 and section h11 should be reported as: the manufacturer previously received information from a voluntary medwatch (mw5102130)alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sinus and lung issues, possible kidney and bladder issues, sinus headache, sinus infection, bronchitis, kidney infections, renal failure and experiencing blood in urine. The patient was prescribed antibiotics in response to the reported event. The sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected for both adverse events and product problem. (Only product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects - clinical codes and health effects - impact code was corrected. In initial report, section h6 component code was captured incorrectly and it has been corrected to blank in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a kidney infection and blood in urine. The patient was prescribed antibiotics in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.